Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim g4 user guide states: your t:slim g4 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.

Event description:
It was reported the customer received an altitude alarm while swimming while wearing the pump. The customer was ultimately able to clear the alarm. Tandem technical support educated the customer in common causes of altitude alarms and advised the customer to disconnect from the pump when swimming. Blood glucose level was not impacted.